Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead insulation was damaged when the physician attempted to loosen the lead to put it into a new device. The rv lead exhibited high impedance on the superior vena cava (svc) coil, which had been programmed off. A repair kit was used to repair the damage to the insulation and the rv lead remains in use. It was further reported that the left ventricular (lv) lead insulation came off when the physician tried to loosen it. The lv lead exhibited a low impedance. The lv lead was capped and replaced. It was also reported that the implant of a his lead was unsuccessful because heart tissue was stuck in the helix and it could not be removed. The his lead was removed and a replacement lead was implanted. No patient complications have been reported as a result of this event.